Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy w/ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end assy w/ccd module. In addition, we confirmed that the lg cable connector fluid damage, the lcb distal cover glass cracked, the lg cable connector corroded, the remote control button cut, the objective lens unit scratched, the bending rubber discolored, and the water nozzle missing glue. However; they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).